Event description:
It was reported the patient¿s incision opened up after the stitching was removed, too early, and they couldn't find a doctor to clean and re suture the 2 inch opening. It was stated the patient started throwing up, but it was different than other times they become nauseous or were vomiting. It was noted the patient re-catheterized themself to keep bacteria out of the butterflied surgery site. The patient stated they thought they were having renal kidney failure. It was stated the patient¿s battery was sticking out of the sutured area but the patient didn¿t think they had any pus. Reportedly, when the device was removed there was a ¿flood of gushing pus <(>&<)> poison following.¿ the patient stated they were going into renal kidney failure and the patient had ¿1, maybe 2 days from being septic.¿ it was noted more than 6 weeks later they did another device implant on the left side. It was stated the patient¿s first one was on the right side and it worked wonderful, except for the infection.

Manufacturer narrative:
Product ID: 3889-28, lot# va0223z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).